Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 472 mg/dl at the time of the incident. Customer's current blood glucose level was 297 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported that the insulin pump had software error detected alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported the insulin pump was not vibrating. Customer stated that they performed self test and insulin pump did not pass it. The customer will discontinue use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged vibrate anomaly, device test failure, pump error 53 alarm, and high bgs found on 03/30/2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, sleep current measurement, and active current measurement, however failed the self test due to lack of vibration. Test p-cap locks properly into the reservoir compartment. No vibrate alarm anomalies noted during testing. Unit successfully downloaded to thus and care link. No pump error 53 alarms noted during testing, however, pump error 53 alarm ((B)(6)) confirmed in the history file on (B)(6) 2022 at 21:03:37, 21:05:13, 21:06:18, 21:07:32, 21:07:54, 21:08:21, 21:08:55, (B)(6) 2022 at 05:08:22, and (B)(6) 2022 at 14:23:40 due to a software error. Pump was cut open to perform visual inspection and moisture damage was found on the pcba 1, harness assembly vibrator, force sensor, and corroded battery tube. The following were noted during visual inspection: serial number label missing, cracked case on corner of belt clip rails, pillowing keypad overlay, cracked battery tube threads, cracked case above arrow and battery icon, and scratched case. Device test failure confirmed due to moisture damage on the harness assembly vibrator. Customer allegation for vibration anomaly was confirmed. Pump error 53 alarm confirmed due to a software error. Moisture damage confirmed on the pcba 1, harness assembly vibrator, force sensor, and corroded battery tube. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.